Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
A procedure was performed in which the patient required manipulation under anesthesia in order to restore full range of motion after stiffening occurred.